Manufacturer narrative:
Medtronic received additional information that after the band was implanted, mitral regurgitation was still present. The physician felt plication caused excessive linking of the band. The surgeon indicated this was not related to any malfunction of the product. Patient weight added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this annuloplasty band, the band was implanted and explanted. The reason for explant was not reported. No additional adverse patient effects were reported.